Event description:
Diabetes educator reported the customer was hospitalized with hyperglycemia of 984 mg/dl and diabetic ketoacidosis. The infusion device had provided e4 occlusion errors prior to and during the hospitalization. The customer received lantus and humalog insulin at the hospital, and no further treatment details were provided. It was reported the infusion device did not correctly deliver or record a bolus. The alleged product was requested for evaluation.